Manufacturer narrative:
Reliability analysis performed on 1 opened/used enlite sensor and the sensor passed per specification with accurate readings. Also found canula bent however, unable to confirm customer received sensor in said condition due to product returned opened/used.

Event description:
Customer reported that the sensor gave inaccurate readings. He also stated that the most recent sensor had only worked for a few hours before giving sensor error and calibration error alerts. The blood glucose reading at the time of the report was 101 mg/dl. Customer reported that the sensor error alert occurred after the initialization and that the sensor was fully inserted and flat against the skin. Customer found no damage on the connection bridge or pins. The transmitter passed the test plug procedure. Customer stated that there was no delayed entry or entry of an incorrect blood glucose reading and that the calibration error alert was not the result of the first calibration attempt after initialization. Customer was adhering to proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.